Event description:
On 8th may 2025, it was reported by an arthrex employee via email that for an ar-12990 knee scorpion, the knee scorpion needle broke off in the patient. This was detected during a revision acl procedure on (B)(6) 2025. They tried to load another needle but device was blocked. The procedure was completed successfully using a non-arthrex device. 9 may 2025: the arthrex employee confirmed that the broken ar-12990n-1, scorpion¿ needle, knee was stuck in the ar-12990 knee scorpion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.